Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission noted that the right atrial (ra) lead exhibited far-field r waves and noise oversensing resulting in inappropriate mode switch. Atrial sensitivity was decreased to address the oversensing issue. The patient was in stable condition.